Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer blood glucose level was 193 mg/dl. The middle select and down button was not responding to all presses. Customer stated that pressing menu button was not take them to the menu screen. Customer stated that using the up arrow was not allow them to navigate screens. Customer stated that using the down arrow was not allow them to navigate screens. The troubleshooting was performed for the keypad anomaly. Customer stated that the buttons were not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.